Event description:
During the surgery in 2008, calcar was broken when the dr was using aml borach size 2 (cat #: 224593000). The time of the initial surgery was extended for 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.